Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for e-5 error code. The expected fasting blood glucose test result range is 546-571mg/dl. The customer feels well and did/ did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in her purse. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is a week and a half ago. The meter memory was reviewed for previous test result history: (B)(6). Customer wants to know what the e-5 error message means. Customer states that she attempted to run her blood test several times yesterday and the meter would only shot e-5. I explain to customer what the e-5 error means and why it may occur. Customer states that her results are always high. Customer states that if she run a blood test on any meter she would always get high blood results, results in the 500s. Customer normal glucose range is 546-574mg/dl fasting and she test 5 times a day. Customer states that her other meter would always giver her high glucose over 600 when she run her blood test. Customer states that she would always go to the hospital for IV because she always run high blood sugar. Customer have only been using this true metrix meter for a week and a half now. Customer states that with the high blood sugar she never gets symptoms for her diabetes. Customer have been getting high blood sugar for 2-3 years and her doctor is aware of it.